Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot#: 16445125, description: next generation anchor kit-sterile. Model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the midline incision site after a non-device related event. Patient¿s symptoms include redness, swelling, fever and pus drainage. The physician does not believe that the infection was device or procedure related. The patient was prescribed bactrim antibiotics and underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the midline incision site after a non-device related event. Patient¿s symptoms include redness, swelling, fever and pus drainage. The physician does not believe that the infection was device or procedure related. The patient was prescribed bactrim antibiotics and underwent an explant procedure.